Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: how was the excessive bleeding treated? Was any surgical or medical intervention (such as a transfusion) required? Please provide more details about the surgical risks observed? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post operative care due to the prolonged procedure? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent a radical surgery for perianal abscess on (B)(6) 2024 and suture was used. During the procedure, the doctor used the suture to tie the wound and stop bleeding. However, the suture broke and the doctor said he did not use too much force and the suture broke, resulting in the failure to stop bleeding immediately. Later, other suture was used to complete the knot. This incident resulted in a delay in the surgery time, increased surgical risks, and caused excessive bleeding from the wound. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2024. The following information was received: after investigation, a 27-year-old male patient underwent radical resection of abscess in hospital due to "abscess" on (B)(6) 2024. During the surgery, the surgeon used sa845g for subcutaneous tissue sewing in interrupted suturing manner. During sewing, the suture broke. The surgeon used another silk suture to complete the subsequent knotting operation. No further details regarding this event were provided by the hospital. The event led to prolonged operation time (specific prolongation time unknown) and increased patient bleeding (specific amount of bleeding unknown), without causing other harm to the patient. No subsequent adverse events were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.